Manufacturer narrative:
"Customer alleged that the couch proceeded with 99% display on tdc during kvct. There are no known injuries. The investigation found that when the issue occurs, the scs appears to hang immediately after kv delivery completes. The couch continues to move into the bore until the user intervenes or the couch reaches the end stop. Possible causes include a deadlock or an unhandled exception that causes several threads to go down. In all instances, kv radiation stops at the expected time (before the issue arises). An anomaly was identified. Total risk is acceptable. The customer can clear the issue with a reboot. In conclusion, there have been no injuries. The system has been rebooted and no further actions are required. The issue is being tracked and fixed through the anomaly."

Event description:
Customer alleged that the couch proceeded with 99% display on tdc (treatment delivery console) during kvct.

Manufacturer narrative:
Customer alleged that the couch proceeded with 99% display on tdc during kvct. Currently, there is no known injury to the patient. The issue is still under investigation.